Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 1. The patient's ultrafiltration (uf) reading was 158 ml, indicating the home patient (hp) drained 158 ml more than the largest prescribed fill volume of 200 ml. This meant the total drain volume was approximately 358 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-14372 for the investigation. If any additional information is received, a followup will be sent.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.